Event description:
A journal article was reviewed that contained information regarding a tachycardia lead. The failure mode noted in the article was inappropriate shocks due to a problematic lead. The lead was extracted and replaced. Further follow up did not yet yield any additional relevant information regarding the event. There was no further patient complications reported as a result of this event.

Manufacturer narrative:
Reporting the event as a 30d pediactric report. The article patient population had median age of (B)(6). Attempt(s) for additional information were unsuccessful. The only information that was received was that this event took place in (B)(6). However, if requested additional information is subsequently received it would be process and considered accordingly. This information is based entirely on journal literature, and no user facility follow-up is possible without product identification. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns without a lot number or device serial number, the manufacturing date cannot be determined. Without a serial number at this time there is not a way to know if this information has been reported on another medwatch report. (B)(4).